Event description:
It was reported that the pacemaker was unable to be interrogated and entered safety mode after several attempts at interrogation. A revision procedure was subsequently performed where the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no telemetry upon return even after multiple attempts. The case was opened and the battery tested. These tests determined that the battery is not operating as intended. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker was unable to be interrogated and entered safety mode after several attempts at interrogation. A revision procedure was subsequently performed where the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.